Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. The receiver log was reviewed and firmware errors were observed. The customer complaint was confirmed during data log review. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report the patient's receiver ceased to function on (B)(6) 2015. Patient did not report any injury or medical intervention at this time of contact with dexcom technical support. No additional event or patient information is available.